Manufacturer narrative:
(B)(4). Date sent 4/25/2025. D4 batch # unk. B3: unknown; captured as awareness date. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a small bowel resection, the staples were unformed at the 1st firing. The occurred area was the center part of the small intestine. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/27/2025 photo summary this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a small container with tissue and water inside and some legs of staples can be seen in the tissue however, it is not possible to see the form of the staples and the photo does not provide enough evidence related to the event reported. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 313d96, and no non-conformances were identified.